Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the machine was repaired by unauthorized third party that used unoriginal parts. The device was returned to the customer on (B)(4) 2012. Placeholder.

Event description:
Device was returned for repair because the front button turns off by itself. It was also documented that the front button does not turn off. This is report 1 of 1 for complaint#(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Previously reported in error on int report, corrected in this report. Placeholder.